Manufacturer narrative:
Device evaluation. One device was returned for evaluation. The device was visually inspected and cracks on the luer taper were observed. A simulation test showed that air could be pulled into a syringe during aspiration through the cracks in the leur taper. The complaint is confirmed. The root cause of the damage was rough handling. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device was returned for evaluation. The evaluation is currently in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that air entered into the syringe in the kit through cracks in the manifold luer. This was discovered while the kit was being prepared for use. The kit was replaced. No harm or injury to the patient was reported.